Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an interrogation, the ventricular lead warning had occurred. The pacing polarity had been set to unipolar and capture management indicated high thresholds. A lead insulation breach was questioned. The lead remains in use. No patient complications were reported as a result of this event.